Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer where the customer reported that a patient was on a 4-hour oxaliplatin/leucovorin. Close to 2 hours into infusion, the patient stated her right side of the sweater was wet (lines are on her right shoulder), pillow behind patient was wet as well. She stated she noticed it for about 45 minutes. Blue port (for IV push) had a slow leak. Disposed of oxali and leuco as the line was contaminated. The patient to have fluorouracil (5fu) bolus dose. Patient was aware of chemo spill cautions. She was aware to go to emergency room (ER) should she feel unwell (symptoms reviewed). There was no unexpected or prolonged care and the problem happened for the first time. Invasive procedure is not provided or not applicable. There was patient involvement and no harm reported.

Manufacturer narrative:
D9 - date returned to mfg on 6/11/2024. Received one used sample #cl3950 for evaluation. As received an unknown solution residuals was observed inside the sample, no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned set was tested as per procedure and no leaks were observed after the test. Complaint of leak cannot be confirmed or replicated.